Manufacturer narrative:
Device return: three used d1000 tego connectors and one used nipro 11ml syringe. Visual analysis (pre and post decontamination) of the as received tego connectors recorded evidence of residual internal blood leakage with two of the tego connectors, no visual anomalies observed with the third tego connector or the returned syringe. Qe testing and analysis was performed. The three tego connectors were pressure tested (in both the activated and inactivated state) per the applicable product specification. The results recorded two of the tego connectors passed, no leakages and or performance issues replicated. The third tego connector failed the high pressure test criteria in the activated state. Additional analysis was performed to evaluate the potential cause(s) of the failure as well as the internal leakage that was visually observed. The tego connectors were each disassembled and the internal componentry was evaluated. The engineering report documented molding defect (slit) on the silicone post seals. This condition could potentially allow the fluid path to leak past the seal. Corrective and preventative actions: a detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal component anomaly was attributable to the manufacturing /molding operation involving a cavity core pin edge. Corrective actions have been identified, qualified and implemented. Additionally ICU medical initiated and is recalling those lots that could potentially contain this condition.

Event description:
Complaint received reporting multiple issues (leakage/air in lines) with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The information received reports ".. Recently had 2 separate issues with blood leaking from tego after initiation of treatment. Leakage was not from the connection but seemed to be coming from clear rubber coating over yellow tego. ....also, we had an incident where there was approx. An inch of air noted in the arterial blood tubing at the connection site. This did not resolve with tightening tego but resolved after replacing the tego with a new one. Unfortunately, we do not know the exact lot number. ... No injury to patients. Minimal blood loss from leaking tego". This is the mfgers follow up report to provide add'l. Information and device return investigation findings.

Manufacturer narrative:
A review of the mfg. Lot build database for the three "potential" lot numbers was performed. The results recorded lot# 3254636 (mfg. 05/2016) showed (B)(4) units; lot# 3130857 (mfg. 11/2015) showed (B)(4) units and lot# 3130862 (mfg. 11/2015) also showed (B)(4) units were mfg. Tested inspected and released. Device return: three used d1000 tego connectors and one used nipro 11ml syringe. Qe testing and investigation is in progress.

Event description:
Complaint received reporting multiple issues (leakage/air in lines) with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The information received reports "recently had 2 separate issues with blood leaking from tego after initiation of treatment. Leakage was not from the connection but seemed to be coming from clear rubber coating over yellow tego. Also, we had an incident where there was approx. An inch of air noted in the arterial blood tubing at the connection site. This did not resolve with tightening tego but resolved after replacing the tego with a new one. Unfortunately, we do not know the exact lot number. No injury to patients. Minimal blood loss from leaking tego." Although requested, additional event details, usage information have not been responded to.